Event description:
It was reported that during an unspecified procedure, deflation and withdrawal difficulties were encountered. An unspecified coronary cutting balloon was used. Following "poor deflation" during withdrawal into an unspecified 6fr sheath, the physician encountered resistance. The atherotomes were "shaped off." The blades then lodged in the right ostium. Despite multiple attempts, no further information regarding this event has been received.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.